Event description:
A caller reported experiencing a tandem mobi cartridge alarm during the load process. There was no adverse impact to the customer's blood glucose level. After confirming the issue, technical support instructed the caller to remove the cartridge and attempt a 9-unit bolus, which was unsuccessful as the alarm recurred. As a corrective action, technical support arranged to replace both the pump and the original cartridge. The caller did not have a backup insulin therapy available and was advised to contact their healthcare provider. Additionally, instructions were provided for putting the pump into storage mode and for returning the defective pump to tandem using a return box and pre-paid label. Subsequently, a replacement pump was sent to the customer.